Manufacturer narrative:
Follow-up # 1 device evaluation.the lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began at approximately 12:30pm on (B)(6) 2015 when a reading of 342mg/dl was obtained using the subject meter compared to a reading of 296mg/dl obtained using a hospital meter, both readings taken within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan's criteria for accuracy. The patient manages her diabetes using insulin (lantus 28 units daily and humalog sliding scale) and self-adjusts the dose, and reportedly continued with her usual dose including sliding scale after the alleged issue began. The patient denied experiencing any symptoms, however reportedly was hospitalized and received hcp treatment of humalog insulin (dose unknown) at approximately 1pm on (B)(6) 2015 in response to the reported issue. At the time of troubleshooting, the csr determined that the unit of measure was set correctly at time of testing, an approved sample site was being used, the patient's testing technique was correct and the test strips were stored properly and within expiry. Replacement products have been sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate high readings on the subject meter, and was allegedly hospitalised and received hcp treatment for an acute blood glucose excursion after the alleged meter issue began.